Event description:
On (B)(6) 2024 the customer sent technical services (ts) an email, their afinion 2 (sn (B)(6)) was smelling very hot and smoking while running a test. The customer had already unplugged the machine and stopped using it. On (B)(6) 2024 customer confirmed: the power cord was black and blue color with serial no. (B)(6). There was a small amount of smoke, the location from where it cam could not be identified and the hot smell was like burning plastic. In addition to this the customer also confirmed there was a terrible noise from the instrument. Customer confirmed the incident did not cause death or any injury. The instrument was set up in a suitable environment.

Manufacturer narrative:
There were no adverse patient effects and no clinically significant delay in the procedure reported in the complaint. The complaint details were reviewed along with our internal records. No observations from the internal investigation could explain the development of smoke or warm odor. The issue reported could not be verified internally, and the cause could not be identified. The returned instrument was tested on (B)(6) 2025, the instrument passed all inspection. Heat on the main printed board assembly (pba) was within normal range. Instrument was dispositioned as scrap due to unknown cause of complaint.

Event description:
On 02 oct 2024 the customer sent technical services (ts) an email, that their afinion 2 (sn (B)(6)) was smelling very hot and smoking while running a test. The customer had already unplugged the machine and stopped using it. The customer later added that they were not able to see where the small amount of smoke was coming from, but could smell hot plastic and the instrument was making a terrible noise. On 03 oct 2024 customer confirmed: - the power cord was black and blue color with serial no. (B)(6). - there was a small amount of smoke, the location from where it came could not be identified and the hot smell was like burning plastic. In addition to this the customer also confirmed there was a terrible noise from the instrument. Customer confirmed the incident did not cause death or any injury. The instrument was set up in a suitable environment.